Event description:
Reopened case to send email to rep and added name of managing physician into secure note field. Patient said that they spoke to the rep last thursday afternoon and patient realized was using the wrong app. Patient repeated same issue/concern about the external devices. Patient said that still having trouble connecting, said that about 8 out of 11 attempts isn't connecting and the equipment keeps on turning off. Patient also said last wednesday had an accident. Reviewed purpose of external devices and patient also attempted to connect during the call and was successful as was explaining the steps patient was taking to connect. Patient has follow up appointment this wednesday at 9:45 am so a message was sent to field rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back requesting assistance putting together adaptor that was previously sent. Patient used directions that came with equipment and was able to successfully plug in equipment and begin charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated the same therapy issues. Patient said they were still having issues voiding completely and very week urine flowed. Patient said if they had a strong urge to void, then there were no issues with the flow. Patient said that sometime in march is when saw the physicians assistant and that friday after the appointment patient stated that all of the sudden they started to feel electrical shocks in vaginal area while was driving a car. Patient said the shocking didn't subside so that sunday they switched back to the previous program. Patient also mentioned that when had their last appointment was tested and was told they were retaining some fluid. Patient said they had an appointment to see the managing physician on thursday and wanted to speak to the manufacturer beforehand. Reviewed therapy information and general programming guidance. Patient decided will maintain current setting and discuss additional options with managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that since the date of the implant, they have experienced a very light stream when trying to urinate. The patient said that she had an appointment with a healthcare provider last monday and was told to try a different program; however, that didn't resolve the issue, so she switched back to the previous program. The caller said that the healthcare provider suggested a different procedure to stretch the urethra. When asked, the patient said she received implants for frequency issues and leakage concerns whenever she stood up. The patient said they initially had about 85% improvement in frequency, but now it is between 70 and 75%. Reviewed therapy information and general programming guidance. Patient said that isn't going to turn therapy off, as that would affect their symptom control. At this point, patient said had to end the call. The patient was redirected to call back when she had more time. The caller had a white ac power adaptor and said it no longer works. The pt said the black one still works. An email was sent to repair and replace the ac power adaptor and cord. Reviewed, they can also purchase replacements locally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction and urge incontinence. It was reported that they got the ins today and were having accidents. The patient mentioned that the trial had worked right away for them. The patient doesn't know if their body is overreacting. Patient service specialists reviewed ins stimulation and therapy expectations. The patient mentioned that they can feel the stimulation slightly, but it is not bothersome. The patient also mentioned that the representative was at the hospital today and will be calling them tomorrow to go over the equipment again. The patient will maintain stimulation and monitor symptoms. Redirect to hcp if the issue persists. Additional information was received on 2024-02-08, and the patient stated that yesterday it wasn't working part of the day. Earlier in the day, they were using the bathroom and had more leaks than she should. She knew that meant she needed to turn the equipment up a little bit. Knows how to do that from when she did the trial. She realized at 8:30pm last night when she was crying because things were so awful that th e equipment wasn't on. They do not know why it turned off, but it did. The patient didn't allow me to ask questions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.